Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that they were unable to load a 12.6mm,micl 12.6, -12.0 diopter implantable collamer lens correctly. There was no patient contact and a backup lens was implanted. In the reporter opinion the cause of this event is the injector, model and lot numbers are not available.

Manufacturer narrative:
H3- device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a haptic and the optic torn. Claim # (B)(4).